Event description:
While using a byte night aligner, patient experienced sharp edges cutting into their top and bottom lip. Patient also reported that their bottom aligner does not go down far enough to touch their gumline. They have a gap between the aligner and gums which the aligner cuts into the underside of their tongue on both sides. Patient had tried filing rough edges to no avail and was advised to try warm water which did not solve the issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.